Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed a cut through both insulations at 25 centimeters. The helix electrode consistently extended and retracted within 10 turns. Primary analysis finding indicate the lead functionally normal.

Event description:
It was reported, during an implant procedure, the lead was not implanted due to positioning difficulties. No patient complications have been reported as a result of this event. Further information indicated the physician made a cut into the lead insulation after deciding to remove the device. It was reported the lead was attempted, but not used due to positioning difficulty.